Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device found the anterior cuff had been captured but the posterior cuff was not attached to the posterior needle tip. The posterior foot and cuff were impacted with calcification which interfered with and prevented needle tip from adhering to the cuff. This finding is consistent with the report of the access site being moderately scarred and calcified and is also consistent with some of the known causes for a needle to cuff miss. Which can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the analysis and the inspection criteria, the reported needle to cuff miss experienced during the procedure appears to be related to the operational context during use of the product. There does not appear to be any indications of a product quality problem. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately scarred and calcified common femoral artery after a peripheral percutaneous transluminal angioplasty. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a second proglide device was attempted, but as this knot was advanced to the artery the suture pulled out of the vessel. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. The other proglide is being reported under a separate medwatch report number.